Event description:
It was reported that during a hepatectomy procedure, an error occurred (the error code was probably 5) in the first device, so the device was replaced with the second device. However, the same event occurred after a few minutes. When the second device was reset and activated, the blade broke off. The broken piece was retrieved; no piece was left inside the patient's body. Another third device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device (a) was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). The device (b) was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be cracked at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Device b batch g9kf83 mfg date 6-28-10 exp date 5-28-15.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.